Manufacturer narrative:
The device was returned to Olympus for inspection.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction The most probable cause of BIO-HAZARD Water bottle and top contaminated was not established.B3 Date of event is unknown. Additional information will be provided if available.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Olympus Flushing Pump to the service center for evaluation related to a separate issue. During inspection, the Service Repair Technician identified that the device had BIO-HAZARD Water bottle and top contaminated. There was no patient involvement.